Event description:
It was reported that the patient presented to the hospital and the pulse generator was in backup vvi mode. The patient was asymptomatic. On (B)(6) 2014, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal battery depletion.